Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-10979. This record is being proactively initiated based on the acknowledged implanted or unknown status which was in response to the medical device recall removal activity, letter dated 11 october 2018. The listed serial number for the infinity dbs (deep brain stimulation) lead may contain an electrode that was not manufactured according to specification. No consequences or impact to the patient have been reported.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-10979. Additional information received indicated the radiograph is normal; therefore, the material segregation issue described in fsca 1627487-10/16/18-001-r did not affect this lead. No additional action with the patient is necessary.